Event description:
It was reported to resmed that an astral device stopped ventilation and had an unresponsive touchscreen when switching to its external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusions are not finalized at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen when switching to its external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).